Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer states that customer biomed resolved the issue. See attached customer email response nevertheless a quote for the pm is sent to the customer. Current condition of the unit unknown. Advised the staff to schedule the service when possible if issue reoccurs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair is not done by getinge.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit is unable to augment with aline. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.